Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with a complaint of chest pain, fatigue, dizziness, and pocket stimulation. An electrocardiogram showed that the patient was bradycardic. A device interrogation revealed high pacing impedance measured in the right ventricular (rv) lead. Also observed were failure to capture, and noise exhibited by the lead. The patient was scheduled for revision on (B)(6) 2023, where lead fracture was confirmed. The lead was capped and replaced. The patient was recovering in good condition.